Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. Located at the distal tip of the green introducer, a section of the coil is protruding outside. The coil is knotted outside the distal tip of the green introducer. Located adjacent, but proximal to the knotted coil section, the 6cm coil has been stretched 21.4cm. The coil was returned severely damaged. Due to the severe damage found to the coil and the lack of definitive evidence, the root cause of the coil¿s introduction difficulty cannot be determined. In addition, without the return of the sl10 microcatheter and the hemostatic valve used in the procedure, it cannot be determine if these components contributed to the complaint event.

Event description:
There was difficulty pushing a 3 deltapaq coils through the sl-10 straight microcatheter and the returned devices revealed coil damage. All of the coils were safely retrieved from the microcatheter. Prior to these coils, 3 coils had been deployed through the same microcatheter. There was no serious injury or required intervention as a result of the event.